Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (damaged case, service code 204-belt unusable) was confirmed. Upon investigation, the monitor's belt receptacle was damaged. The cause for the failure was isolated to pinched wires in the monitor's electrode belt cable receptacle and a partially disconnected j1001 connector. The root cause for the pinched wire and partially disconnected connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged case and that a patient was receiving service code 204 (monitor unusable).